Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patients relative (reporter) contacted lifescan (lfs) USA, alleging that the patients onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. &#842;the reporter stated that the alleged meter issue began at an unknown time on (B)(6) 2016. The patient manages her diabetes with insulin (unknown type; self-adjuster). At an unknown time following the alleged meter issue, the patient reduced their food and drink intake. The reporter stated that the patient developed the symptom of "dizziness" and began to fall over at an unspecified time after the alleged meter issue. The reporter claimed the patient did not receive any treatment in response to the symptoms. &#842;during troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. It was confirmed that the patient was using the correct test strips and that the meter would not power on via either their insertion into the device or through pressing the power button. The reporter did not report the meter displaying the battery indicator symbol prior to the meter issue. However, the csr was able to resolve the issue through training: following a rapid charge of the meter, the meter powered on via the power button and a successful retest was carried out. Products were replaced and requested back for evaluation. This complaint is being reported because the patient potentially developed symptoms consistent with acute metabolic distress following a reduction in food/drink intake and causal relationship or contribution of the meter issue cannot be ruled out.